Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). Content of the instruction manual was confirmed. The instruction manual contains the following descriptions related to the phenomenon of the reported event. After checking the instruction manual, the following information was found related to this issue: do not coil the insertion portion with a diameter of less than 15 cm. This could damage the insertion portion. Do not roll the insertion tube into a diameter of less than 15 cm, as this may cause damage to the insertion tube. Never use excessive force to operate the instrument. This could damage the instrument. Do not use excessive force when opening or closing the grip, as this may result in damage to the product. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the retrieval nitinol basket had trouble being closed. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography procedure. The intended procedure was completed with another similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.